Manufacturer narrative:
(B)(4).

Event description:
It was later reported that it was determined by the healthcare provider (hcp) that his temporary change in ultrasound technique caused overinfusion in the patient.

Event description:
Additional information later received reported the patient had recovered from itching and was receiving effective therapy. No new drugs were added and the hcp was not sure why the patient had itching.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient had recovered with sequelae and has resumed normal pump refill and pain pump therapy.

Event description:
It was reported that the patient experienced overdose symptoms; the patient was unable to be aroused. The patient was hospitalized. It was noted that was ¿over infusion after refill¿. The patient status was reported as ¿alive-no injury¿. It was later reported that the pump issue was yet to be determined. The patient was evaluated by the ER (emergency room). The patient recovered without permanent impairment. The device system was delivering morphine, hydromorphone and clonidine. It was later reported that no diagnostics had yet been performed to determine what caused the overdose symptoms. The physician assumed it was overinfusion of drug that caused itching; no new drug had been added.